Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplement report will be sent.

Event description:
Report received from the USA stating that a screw was missing from the device. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.